Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 60mm aaa. It was reported that during the index procedure the physician deployed the contralateral limb without issue and then deployed on the ipsi-lateral side and pushed the delivery system of the bifurcate proximal. The physician began to pull the delivery system into the bifurcate. The sales representative attending the case advised the physician to stop due to the tip capture being open however the physician continued and said that it was closed. The physician continued to pull at the device despite it being caught and eventually pulled the bifurcate 50 mm into the aorta. The physician removed the device and in doing so caused a dissection in the common iliac artery. The physician then implanted two cuffs from the lowest renal into the bifurcate and repaired the right common iliac artery. Per the physician the cause of the event was user error. Once the delivery system was removed the rep looked at it on the back table and turned the back wheel closing the tip capture confirming it was open when being removed from the patient. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.